Event description:
The contact stated that the customer tested his blood glucose and rec'd a reading of 266 mg/dl using his contour meter. He retested using another meter (brand unk) and rec'd a reading around 100 mg/dl. The contact, who was not diabetic, tested her glucose using the contour meter and rec'd a reading of 300 mg/dl. When she retested with another meter (brand unk), she rec'd a reading that was less than 100 mg/dl. The difference between both sets of readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged as a result of the high readings. The customer did not have any test strips left that gave the high readings. The contour meter and another bottle of test strips are to be returned for eval. Replacement prods were sent to the customer.